Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s buttons were less responsive, buttons were harder to press, unexplained no delivery alerts not due to site issues and louder during rewind. Customer's blood glucose value was unknown. Customer declined to report to 24 hours helpline technical support department. The device will not be returned for analysis.